Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator issue with free oxygen flow even power off. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer¿s complaint was confirmed. The device's oxygen blending module needs to be replaced to address the issue. In addition of the above evaluation, the device's air foam inlet filter needs to be replaced due to preventive maintenance. Vanity cover is missing a silver frame, it has to be replaced, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator issue with free oxygen flow even power off. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.